Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced the infusion set adhesive issue on (B)(6) 2026. It was stated that the tape was not sticking due to little glue. The patient stated that the cannula was detached. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.